Event description:
Customer deceased in may 1999. Sales assistant called wanting to donate pump on behalf of the family. Customer lived alone. Friend stated customer was visually impaired and required a home care nurse. Even though the home care nurse found the customer on the kitchen floor, he did have the presence of mind to put the pump in the suspend mode. Home care nurse stated that it looked as though dinner was being prepared and the table was set. Friend found the old set in the bathroom sink as though it had been changed that morning. Customer was in coma for 2 days before being disconnected from life support by the family. Friend advised that the year the customer was on the pump made his life much better, although customer still lived his life to the fullest.